Manufacturer narrative:
(B)(4). Device history record reviewed for ncmr and CAPA. Actual device involved in incident was evaluated. Record eval completed. Complaint could not be confirmed. Device performed according to specs. Device evaluated and alleged failure could not be duplicated. Device operated according to specs. Itc has requested all data required for form 3500a.

Event description:
In-country rep forwarded a report of no clot detected on hemochron response instrument. The customer observed no clot detected errors on hemochron response coagulation system. This event occurred outside the u.s. No adverse event(s) reported.